Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer reported that low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer was not less than 8 hours from low battery alert to replace battery alert. New battery did not resolve the issue. Customer able to clear the alarm and received a request to rewound insulin pump. Insert battery alarm was displayed before inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.